Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading was over mg/dl with symptoms of extreme thirst and had unspecified level of ketone due to an intermittent power issue. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the battery cap would not attach to the pump and there was no evidence of moisture or corrosion. Troubleshooting revealed that the cap was more than six months old and was out of warranty. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged intermittent power issue due to a use error in that the battery cap was out of warranty.

Manufacturer narrative:
The battery cap has not been requested for return to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.